Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had defective air/water (a/w) supply. It was not specified during what type of device use the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object inside the a/w nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the evaluation found that due to clogging of nozzle, air supply volume, watery supply volume, and water removal ability did not meet the standard value. In addition to the reportable malfunction, the evaluation found the following non-reportable malfunction(s):; due to damage on up/down knob, water tightness was lost; due to a crack on suction connector, water tightness was lost; due to wear of angle wire, bending angle in up direction and the play of up/down knob did not meet the standard value; scratches on control unit, scope connector cover unit, universal cord, grip, scope cover, switch box, up/down knob, bending section cover, forceps elevator knob, forceps elevator lever, right/left knob, and suction connector; adhesive on bending section cover had a chip; bending tube was deformed; connecting tube had a dent; control unit had discoloration; three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.